Event description:
It was reported that the customer had a keypad/button anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the act button was not responding or working. The customer uses energizer alkaline battery and changed for a new energizer alkaline battery but the button is still unresponsive. The customer was advised to discontinue use of the insulin pump nd is following her medical prescription for insulin shots until replacement arrives. No further details given.

Manufacturer narrative:
The pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.